Event description:
It was reported that the system's monitors were white and that the system was unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated cables and connectors. The system operates as intended.